Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was not recognizing his battery packs, when inserted into the battery charger. The patient was issued a replacement charger/ modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery not recognizing battery pack) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The cause of the inability to charge the batteries is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/ modem. The patient received a replacement charger/ modem.